Event description:
It was reported that during a da vinci-assisted hartmann¿s reversal surgical procedure, the suction irrigator instrument's tip broke. A fragment fell into the patient and was retrieved during the same procedure. The site was completing the procedure as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was removed when the fragment fell inside the patient. The instrument was used for an hour prior to the event. The fragment(s) were retrieved by the removal of the trocar from the body and disassembly of the instrument; all fragments were retrieved and there was no additional surgical procedure required to remove it. There were no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments; the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure, only upon attempting to remove the instrument from the port. Additionally, the instrument could potentially have collided with any other instruments or other hard material during the surgical procedure, but nothing was noticed. Upon final removal of the instrument, the entire cannula had to be removed as the surgical staff felt it would not come out of the cannula due to a bent tip not coming out. It is unknown if the surgical staff noticed any damage to the cannula after the event occurred, but they did not notice any damage to the instrument. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The suction irrigator instrument was analyzed and found to have a broken distal clevis at the distal end. The distal tip was broken and hanging onto broken snake wrist cables. No missing fragments. The event caused partially or wholly by the user of the device including sample handling. The complaint was confirmed by failure analysis.